Event description:
Baxter product surveillance received a report that one minicap disconnect cap came off, before patient use. The home patient had the minicap fall off at the beginning of february ( exact date unknown). When this happened, the patient had just started hemodialysis ans was awaiting catheter removal surgery for reasons unrelated to these incidents. There was no patient injury or medical intervention reported, due to this incident.